Event description:
It was reported that a caregiver contacted support for episodic hyperglycemia while the patient was preparing for bed, with sensor trends showing rises to about 220 mg/dl followed by gradual declines without intervention; support discussed potential infusion set or tubing positioning issues, and glucose subsequently returned to range and remained stable. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy and no professional medical intervention or hospitalization. Investigation included troubleshooting and education with the caregiver regarding possible tubing kinks or line positioning contributing to transient elevations. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the event to a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.